Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event that resulted in hospitalization and disability; the patient subsequently expired. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.